Event description:
It was reported that the right ventricular (rv) lead exhibited low pacing impedance, low r-wave amplitudes, high capture threshold, a failure to capture, and extra-cardiac stimulation. Upon an x-ray, it was observed that the rv lead was micro-perforated. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were cardiac perforation, low pacing impedance, r-wave amplitude variation, failure to capture and extra cardiac stimulation. The reported events of low pacing impedance, r-wave amplitude variation and failure to capture were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract.